Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead failed to implant successfully. The lv lead was removed and a different lead was implanted at the left bundle branch. No patient complications have been reported as a result of this event.